Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized due to an infection. Symptoms included swelling and redness at the lead extension site, with extension wires visibly protruding through the skin. Cultures taken were positive for pseudomonas. The patient was prescribed with antibiotics and underwent an explant procedure wherein the entire dbs system was removed. The explanted devices were disposed of by the medical and were not returned for analysis.

Manufacturer narrative:
B3: approximation based on the patient's statement "symptoms began two weeks ago", using aware date as a reference. D2b: additional pro code selections that apply to the indication of this device - <pjs, nhl>. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7078900, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7086738, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7085369, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized due to an infection. Symptoms included swelling and redness at the lead extension site, with extension wires visibly protruding through the skin. Cultures taken were positive for pseudomonas. The patient was prescribed with antibiotics and underwent an explant procedure wherein the entire dbs system was removed. The explanted devices were disposed of by the medical and were not returned for analysis. Additional information received by the sales representative states that the patient is doing well.